Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. He could not replicate the issue of taking a while to boot after booting the system multiple times. The medtronic representative did reload firmware to the system board and made sure connections were secure on generator boards. He found that he ribbon cable on the atp board to be slightly loose. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A site biomedical engineer reported on behalf of the operating room (or) staff that the imaging system was taking longer than expected to boot and would become unresponsive, displaying "initializing please wait." Rebooting the imaging system resolved the issue. There was no patient present when this issue was identified.